Event description:
During regular follow-up, the coil continuity could not be measured: an error message was displayed. Other follow-up tests could be performed normally. An explanation is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.